Manufacturer narrative:
(B)(4). It should be noted the perclose proglide electronic instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that arteriotomy closure of a femoral vein was attempted using four proglide devices after an interventional procedure. Reportedly, cuff misses occurred with all four proglide devices. Three new proglides were used to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.